Event description:
Procedure type: hernia repair. According to the reporter: the original procedure on (B)(6) 2010 was done with the sils port which led to an incisional hernia. The incisional hernia was repaired on (B)(6) 2011.

Manufacturer narrative:
(B)(4).